Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was implanted too deep and too anterior from the prior surgery. The physician had tried to program around it but was not able to. A revision occurred as a result and the issue was resolved at the time of report. No symptoms were noted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.